Event description:
The customer's report may be caused by the packaging configuration. The electrode cords are placed on the release side of the electrode. The pads are then placed fifty to a case. The thin areas in the polyhesive are caused by the nesting pressure of boxed electrodes. This should pose as no safety concern as the coated portion of the electrode has far lower impedance than the uncoated portion. Additionally, the generator's rem system should detect an unsafe condition.